Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure. A service history review was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, would not function and the electrical control unit was damage. It was further determined that the device failed pretest for check for sticky speed trigger and check oscillation/forward/reverse mode function. It was noted in the service order that the device was inoperable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The date of event was unknown but was known to have occurred in 2019. If additional information should become available, a supplemental medwatch will be submitted accordingly.